Event description:
It was reported that the application displays the "wrong" value from a competitor saved session imported with the retrieve from programmer (rfp) feature in the application. The application displays "a/v pace refractory" instead of "pvarp" it displays the atrial refractory period under the programming tab as "190" but the clinician asserts that it should be "275." The clinician stated this happens for all new competitor devices. The clinician faxed the programmer report, a copy of the saved session file and screen shots from the application. An email was sent to the client stating the application does not currently support the competitor device. Further investigation will be conducted to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.